Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
We checked the returned unit and confirmed that the suction nipple stuck accessory/object. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction nipple. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the eog valve broken, the us connector body cracked, the control body corroded, the mechanical base plate corroded, the deflector washing socket deformed, the suction nipple deformed, the us connector body leak, the us probe cut, the down pulley wire worn out, the left pulley wire worn out, and the us probe eus image no scanline; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR.